Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she tried to change the battery and that the pump might have been exposed to a hot and humid environment while she was running. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump act button did not respond due to corroded keypad trace. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.